Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information concomitant devices reported: aiming arm (part# 03.019.008, lot# 9856260, quantity 1), drill sleeve (part# 03.019.014, lot# 8404272, quantity 2), trocar (part# 03.019.015, lot# 8352173, quantity 1), trocar (part# 03.019.015, lot# 8352171, quantity 1), aiming arm knob (part# 03.019.030, lot# 8345524, quantity 1). This complaint involves two (2) devices.

Manufacturer narrative:
PMA/510k: this report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for a surgery. The surgery was completed successfully without any surgical delay. After the surgery, the surgeon confirmed by CT that the proximal screw was not inserted properly. The revision surgery will not be performed because there was no problem about fixation. The surgeon commented that the sleeve might not be inserted properly due to muscle repelling. There was no problem about the devices before use. The patient outcome was stable. This complaint involves two (2) devices. This report is for (1) unk - screws: trauma. This is report 1 of 2 for (B)(4).